Event description:
The patient reported that their heart had the "hiccoughs". The right ventricular (rv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2013 (B)(6); 4196 implantable pacing lead implanted: 2013 (B)(6). (B)(4).